Manufacturer narrative:
The device history record for the lot number provided will be reviewed. Return of the tracheostomy tube for investigation was requested but has not been returned to date. If returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a copy of maude event report (B)(4) which stated: upon performing stoma cares around the tracheostomy tube, it was found the tube was cracked and nearly severed at the base of the wings of the tube. The tube was immediately changed and a new tube replaced. In a subsequent f/u with the initial reporter, she added that when the tracheostomy tube broke, they were not sure which box it had come from, so they had reported both lot numbers on the maude report. It could have been either one of two the lot numbers listed. She stated that the pt had been trached for about 6 months and has 3-4 trachs that are rotated every week. The pt uses one trach for a week, then rotates to another one of the 4. She doesn't know how long the trach had been used in total, but the rotation of trachs has been occurring since (B)(6) 2010. They use a pipe cleaner and soapy water to clean and then air dry.